Event description:
The customer's husband called to report constant blank display issues on the insulin pump. The reported blood glucose reading at the time of the call was 148 mg/dl. It was stated that the insulin pump was not alarming prior to the display going blank. The husband declined to troubleshoot and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a full segment display and a blank display due to a broken solder joint pin.